Event description:
It was reported by clinical study patient underwent a left knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to a fall on her knees resulting in a fracture of surrounding bone and/or components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 3 states, "excessive activity, trauma and weight gain may contribute to premature failure of the implant by loosening, fracture and/or wear. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01916 / 01918).